Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At an unspecified time, an unspecified channel of the device was programmed to deliver dopamine 400mg/250ml, with a dose of 7.5mcg/kg/min, at a rate of 25ml/hr, and the delivery was started. No further programming parameters were provided. At approx 0912, it was reported that the nurse programmed one of the other two channels of the device, using the auto-programming feature with a hand held barcode reader, to deliver propofol 1000mg/100ml, at an unspecified rate. No further programming parameters were provided. Reportedly no more than 5 mins later, the nurse noted that the dopamine was delivering at the auto-programmed propofol rate. The device was reprogrammed and therapies were resumed using the same device. At approx 1242, it was reported that the nurse again used the auto-program feature with a hand held barcode reader, to the program the device to deliver propofol, at an unspecified rate. It was reported that the nurse immediately noted that one of the other two channels of the device was reprogrammed to deliver at the auto-programmed propofol rate. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.